Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient's profile was not crossed. A technical support specialist reached out to the customer to investigate. However, due to no response from the customer, the complaint file has been closed. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system was not profiling patients or allowing crossovers at the facility. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.